Manufacturer narrative:
Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. We do have similar model epk-3000-us that is distributed in the USA with 510k k172156. Evaluation of the device found the issue was caused by loss of resistance pattern of chip resistance due to electromechanical corrosion phenomenon.

Event description:
Pentax medical was made aware of an event that occurred in a facility in (B)(6). The information provided indicated that while the practitioner was performing an examination of both ears, they moved from one ear and then tried to see the other, and then heard a bang from the device. The text image was displayed, but not the image. The issue was observed while using an epk-3000 (B)(4) video processor.

Event description:
Pentax medical was made aware of an event that occurred in a facility in (B)(6). The information provided indicated that while the practitioner was performing an examination of both ears, they moved from one ear and then tried to see the other, and then heard a bang from the device. The text image was displayed, but not the image. The issue was observed while using an (B)(4) video processor.

Manufacturer narrative:
Pentax model epk-3000 is classified as import for export, therefore 510k is not applicable. We do have similar model epk-3000-us that is distributed in the USA with 510k (B)(4). Evaluation of the device found the issue was caused by loss of resistance pattern of chip resistance due to electromechanical corrosion phenomenon.